Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The complaint drill was connected to a functioning cori console. A kpc test was performed and the drill failed 4/5 tests: ma, rpm, and both ms. A tka case was successfully replicated with no errors. Continuity was checked and passed, the pins on the exposure motor were tested and are all in working order. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a visual inspection, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to an internal connection failure based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Event description:
It was reported that, during cori assisted tka surgery, the real intelligence robotic drill was grabbed, and were able to calibrate it, to proceed with case. However, during the distal cut, the surgeon noticed the burr was not cutting as well. When he went to place the second drill onto the femur, it ended up booting them out of the case. Both drills did not pass test. The procedure was resumed, after a non-significant delay, and changing to manual technique. No injury was reported as a consequence of this issue.